Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported.